Event description:
New information received notes that the previously reported issues were diagnosed during in-clinic follow-up.

Event description:
It was reported that the patient was presented with shortness of breath and noise over-sensing exhibited on the right ventricular lead. Programming changes were made. Patient condition was stable. Further information was requested but not received.